Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect (B)(6) that has a similar product distributed in the us, core list number (B)(4).

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: initial 0.89, repeats 1.02,1.03,1.04,1.07,1.05,1.08 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, a review of labeling, sensitivity and specificity testing. (B)(6) results were close to the cutoff (B)(6) (information about further (B)(6) markers or donor immune status or clinical history is not available). Therefore, it seems more likely that the (B)(6) results could be (B)(6). No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Retained kits of lot number 76080li00 were tested in a specificity and sensitivity set up across three instruments. All controls were well within specifications and no (B)(6) or (B)(6) results were generated. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Specificity and sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.